Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for shortness of breath. The device was interrogated and there were undersensed beats noted on the right ventricular (rv) lead seen on ventricular electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.